Manufacturer narrative:
Software data logs were received by the manufacturer on 01/19/2015 for further evaluation. The customer was advised to plug in the system to charge overnight. When the field service representative (fsr) arrived at the user facility, the system was unplugged and it went dead. The batteries did not charge, the complaint was confirmed. The fsr downloaded system and power manager logs, replaced the batteries and tested the system operation. The fsr charged the system overnight and verified proper battery status and operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. The reported complaint was duplicated during laboratory evaluation. The batteries were received in a depleted condition and the pair would not accept charging. The batteries would not support any load upon loss of alternating current (a/c) power.

Event description:
It was reported that the perfusionist (ccp) was walking through the equipment room and found the perfusion system dead, during non-clinical activity. The system had been unplugged and the batteries were depleted. There was no patient involvement.